Event description:
It was reported that when using the bd pyxis¿ medstation¿ es , the painproc did not allow the nurse access due to being an unauthorized user and was not connected in hsv to verify remotely. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined the painproc did not allow the nurse access due to being an unauthorized user and was not connected in hsv to verify remotely. A technical support specialist connected to the station remotely, logged on to the server, tried to enable the login and found critical alert for station was not rebooted for several days. The system functioned as intended after the technical support specialist troubleshot the device.